Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to use. The infusor was filled with bupivacaine 0.125% in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured october 18, 2016 ¿ october 19, 2016. One infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit via the naked eye showed no evidence of a leak. A functional leak test was performed by filling the bladder with green colored water, during and after fill, no evidence of a leak was identified. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.